Manufacturer narrative:
On 12-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and excessive charring occurred. About 1.5 hours after use of the qdot micro catheter, when the qdot micro catheter was removed from the patient¿s body at the end of the procedure, char was found to be attached on the catheter tip. The char was attached to the side, spanning the first and second poles. No action was taken as the procedure had already been completed. On (B)(6) 2024, additional information was received indicating the physician commented that the fact that char attached to the catheter itself was abnormal and was concerned about the risk of stroke. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation, temperature, impedance and irrigation test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed char residues attached to the dome. A temperature and impedance test was performed and the results were found within specifications. Afterward, an irrigation test was performed and no occluded holes were observed. In addition, a microscopic inspection of the irrigation holes was performed and no occlusions were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the char could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: purge the catheter and irrigation tubing with heparinized normal saline prior to insertion of the catheter inside the patient body. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and excessive charring occurred. About 1.5 hours after use of the qdot micro catheter, when the qdot micro catheter was removed from the patient¿s body at the end of the procedure, char was found to be attached on the catheter tip. The char was attached to the side, spanning the first and second poles. No action was taken as the procedure had already been completed. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 8-dec-2024, additional information was received indicating the physician commented that the fact that char attached to the catheter itself was abnormal and was concerned about the risk of stroke. The patient has not exhibited any neurological symptoms since the procedure was completed. Patient was heparinized normal saline was used. There was no particular problems related to temperature, resistance, or irrigation.